Event description:
Per the clinic, the patient experienced pain, irritation, and healing issues at the incision site, exposing the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.